Manufacturer narrative:
Device passed rewind test; it failed displacement, prime or fill, and self tests. During the displacement test, the device was unable to complete the prime/fill operation stopping almost immediately after a rewind was performed. After further examination of the device interior, electrical board 1 showed signs of previous moisture presence and corrosion around the battery connectors and on both the keypad and force sensor cables, and electrical board 2 showed signs of previous moisture presence and corrosion just about everywhere. In addition to this, the battery compartment was corroded as well. Unable to perform the displacement, prime/seating, basic occlusion, force sensor, and occlusion tests due to the prime or fill anomaly. Device received with a horizontal crack in the battery threads.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had pump error an error in the motor was detected by reading unexpected value from hall sensor. Customer's blood glucose level was unknown. Customer reports they were able to clear the alarm and able to rewind the insulin pump. Customer assisted with performing displacement test and test did not pass. The customer was advised that the insulin pump needed to be replaced and to revert to the backup plan as per health care professional instructions. The device will be returned for analysis.